Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was shaking and couldn't hold anything. The egv at that time was not specified. It was not specified if a bg was checked at the onset of symptoms. The wife call an ambulance. There was no treatment when the emt arrived. The patient was transported to the hospital where the bg was 700 mg/dl while the egv was 299 mg/dl. The symptomatic hyperglycemia was treated with insulin drip and fluids to get hydrated. Then they changed the sensor. The patient was admitted for 2 days and discharged on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.